Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replaced the right master tool manipulator (mtm) to resolve the errors. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The mtm was analyzed and found to cause arm drifts and error 23015 during the sine cycle testing on the in-house system. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that arm 4 was drifting on the patient side cart (psc). The caller stated that when the arm was stationary, and had a cannula installed; it would drift without the user doing anything. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs but found no related issues. The tse asked if there were any faults or system messages coming up when the issue occurred, the caller said no. The surgeon requested that the arm be looked at and validated. There were no reports of patient injury. The procedure was completed as planned.